Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed and scope communication error e315 was also displayed on the monitor. Foreign debris was found protruding from the outlet pipe of the air/water nozzle. The device passed the leak test but the plug body moisture indicator had triggered, indicating fluid ingress for one of the control body connectors. Additionally, the device failed the inspections associated with air channel flow, water flow, water removal and water channel volume. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, no image was displayed on the evis lucera elite gastrointestinal videoscope during reprocessing. During inspection of the returned device, black debris was identified in the air/water nozzle, which had been attributed to insufficient cleaning. There were no reported of patient injury associated with this event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This supplemental report is submitted to provide the results of the legal manufacturer¿s investigation and the device history record (DHR) review. The review of the DHR did not find any abnormalities or anomalies identified during production. The device met all specifications upon release. The exact cause of the event could not be determined, however, the evaluation found that the blockage in the water nozzle was black rubber type material. It is likely that this material was broken peripheral equipment, such as watertight packing, silicone-based glue or silicone parts and the broken fragments would have entered the air/water channel of the subject device. Olympus will continue to monitor the field performance of this device.